Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hyperglycemia [hyperglycaemia]. Pen injects one dose and does not inject 3 doses. [Device delivery system issue]. Pen cartridge holder is broken where attached with mechanical part. [Device breakage] hyperglycemia [hyperglycaemia]. Case description: study ID: (B)(6). Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient's height: 165 cm. Patient's weight: 100 kg. Patient's bmi: 36.73094580. This serious solicited report from egypt was reported by a consumer as "hyperglycaemia (hyperglycaemia)" with an unspecified onset date , "pen injects one dose and does not inject 3 doses.(inaccurate delivery by device)" with an unspecified onset date , "pen cartridge holder is broken where attached with mechanical part.(device breakage)" with an unspecified onset date , "hyperglycemia(hyperglycemia)" with an unspecified onset date and concerned a adult female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", , mixtard 30 hm penfill (insulin human 100 iu/ml, insulin human isophane 100 iu/ml) (dose regimen 1: 20 u morning and 10u/night in the ordinary days; dose regimen 2: 30u and 15u during ramdan) from unknown start date and ongoing for "diabetes mellitus", current condition: diabetes mellitus (from15 years (unknown type), hypertension, hemophilia, excess brain electricity. Historical drug: glucophage. Procedure: underwent a surgery to remove the gallbladder. Concomitant medications included - co-tareg (hydrochlorothiazide, valsartan), jusprin (acetylsalicylic acid), marevan (warfarin sodium), tegretol cr(carbamazepine), cobal f (folic acid, mecobalamin), milga (benfotiamine, cyanocobalamin, pyridoxine hydrochloride), methyltechno(mecobalamin), vildagluse plus (metformin hydrochloride, vildagliptin). Vitamin b12 (composition unspecified, non-codable). On an unknown date patient suffered from increased urination rate, coma, involuntary urination and hyperglycemia (her blood glucose (blood glucose) reached 600 mg/dl), (one month ago) so patient checked np4, and he discovered that the pen injected one dose and did not inject 3 doses. Pen cartridge holder is broken where attached with mechanical part. Patient referred the occurrence of the previous adverse event to the technical issue of the patient's np4 that leaded to the symptoms of a coma, but not an actual coma because the pen injected the insulin only one time and didn't inject for the next two times the patient's name was inserted in the description. On an unknown date from a period of 3 or 4 months ago, patient had hyperglycemia: and the patient completely recovered, said that the hyperglycemia event occurred due to some mixtard penfills despite their production, on an unknown date patient's ppbgl (postprandial blood glucose) (postprandial blood glucose) (after one or two hours) and rbgl (random blood glucose) (blood glucose): both were with the same result 200 - 240 mg/dl. On an unknown date, patient's bgl was 580 mg/dl from 10 days ago. Batch numbers: novopen 4: has been requested. Mixtard 30 hm penfill: pr71ca6, pr71ca6; action taken to novopen 4 was not reported. Action taken to mixtard 30 hm penfill was not reported. The outcome for the event "hyperglycaemia (hyperglycemia)" was recovered. The outcome for the event "pen injects one dose and does not inject 3 doses. (Inaccurate delivery by device)" was not reported. The outcome for the event "pen cartridge holder is broken where attached with mechanical part. (Device breakage)" was not reported. The outcome for the event "hyperglycemia(hyperglycemia)" was recovered. Reporter's causality (novopen 4) - hyperglycaemia (hyperglycemia): unknown pen injects one dose and does not inject 3 doses. (Inaccurate delivery by device): probable. Pen cartridge holder is broken where attached with mechanical part. (Device breakage): probable. Hyperglycemia(hyperglycemia): unknown company's causality (novopen 4) - hyperglycaemia (hyperglycemia): possible. Pen injects one dose and does not inject 3 doses. (Inaccurate delivery by device): possible. Pen cartridge holder is broken where attached with mechanical part. (Device breakage): possible. Hyperglycemia(hyperglycemia): possible. Reporter's causality (mixtard 30 hm penfill) - hyperglycaemia (hyperglycemia): unlikely. Pen injects one dose and does not inject 3 doses. (Inaccurate delivery by device): unknown. Pen cartridge holder is broken where attached with mechanical part. (Device breakage): unknown. Hyperglycemia(hyperglycemia): probable. Company's causality (mixtard 30 hm penfill) - hyperglycaemia (hyperglycemia): possible. Pen injects one dose and does not inject 3 doses. (Inaccurate delivery by device): possible. Pen cartridge holder is broken where attached with mechanical part. (Device breakage): possible. Hyperglycemia(hyperglycemia): possible. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated.

Event description:
Case description: investigation results. Name: novopen 4, batch number: fvgb546. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name: mixtard 30 penfill 3 ml 100iu/ml, batch number: pr71ca6. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission the case has been updated with the following. Investigation results added for novopen 4 and mixtard. Device tab: is non-reportable and malfunction fields updated to no EU/ca tab: final report check box ticked, expected date of follow up report removed and further investigations updated. Device addendum: annex b c d g codes updated. Narrative updated accordingly. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Final manufacturer comment: (B)(6) 2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. It was reported that cartridge holder is broken and could not dose correctly, resulting in hyperglycaemia and its complication. The fault could be related to incorrect handling of the device. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of mixtard 30 penfill. H3 continued: evaluation summary name: novopen 4, batch number: fvgb546. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.